Event description:
It was reported that the asymptomatic patient presented to clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.